Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse arrived at the site to address the reported event. Fse replaced all the reagents. The customer was subsequently able to successfully run calibration and qc without issue. Chromatogram results were also normal. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of reagents.

Event description:
On (B)(6) 2017, the customer reported a calibration failure with their g8 analyzer. The customer stated that they had not changed the column, but had reset the column count twice. Technical support (ts) advised the customer to change the column and explained that the total column count should be reset only when changing columns. The customer called back later with continued issues with quality control (qc) and calibration after changing the column. The customer reported that the buffers were not low, and that buffer #1 had last been changed on (B)(6) 2017. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.